Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided.

Event description:
It was reported that abutment fractured at the screw of the abutment. Tooth location 37. Abutment at 37 (ilpc442u) was succesfully removed and implant remains in mouth. Abutments placed on (B)(6) 2019.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. One certain® low profile one-piece abutment 4.1mm(d) x 2mm(h), ilpc442u, one certain® low profile one-piece abutment 4.1mm(d) x 3mm(h), ilpc443u and one osseotite® tapered certain® prevail® implant 5/4 x 10mm, xiitp5410 was returned for investigation. Both abutment were verified to be fractured at the screw thread and evidence of the remainder of the screw was identified within the returned implant. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. Device history record (DHR) review was completed for the subject lot number (2016070732, 2020070532 & 2018080691). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. A lot specific complaint history review was conducted for the subject lot numbers (2016070732, 2020070532 & 2018080691) for similar events (complaint category keywords: fracture screw) and no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product was identified. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.